Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen issue. A replacement touchscreen was ordered, and the repair is pending. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed, and the responder reported that the touchscreen was replaced, and the issue was resolved.